Event description:
It was reported that the bladder foley catheter had been inserted during surgery and catheter had fallen out the next morning, and the balloon was broken. It did not expand when saline was injected.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bladder foley catheter had been inserted during surgery and catheter had fallen out the next morning, and the balloon was broken. It did not expand when saline was injected.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (6) photo samples. The first photo sample shows the overview of the foley catheter with syringe. The second and third photo shows that the catheter balloon had ruptured. The fourth photo shows the inflation valve/ cap. The fifth photo shows a paper with foreign writing. The sixth photo shows plastic with writing. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted 1 two-way foley catheter with cut portion of the inlet tubing with balloon rupture (measuring 0.1845) on the return sample, no missing pieces. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.